Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that during testing, the pump failed the earth ground resistance test at a value of 0.628 ohms. The acceptable passing range for this test is less than 500 ohms. The complaint was confirmed. The power filter module was replaced and the issue was resolved. A review of the serial number history revealed no similar complaints associated with the device. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during testing, the pump failed the earth ground resistance test at a value of 0.628 ohms. The acceptable passing range for this test is less than 500 ohms. There was no patient involvement reported.